Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found. (B)(4).

Event description:
It was reported that the device would not measure battery longevity prior to implant. The longevity bar was grey due to cold temperature. After 48 hours the device was interrogated and the same message stating the same issue occurred. The device was not implanted. No patient complications have been reported as a result of this event.